Event description:
Caller reported an issue with incorrect pump time settings, which resulted in a discrepancy greater than five minutes. There was no adverse impact to the customer¿s blood glucose level since previous settings did not result in values above 500 mg/dl or below 54 mg/dl. Technical support assisted the caller in updating the pump time and advised them to monitor and report any further discrepancies.